Event description:
It was reported that the equipment it is not working in automatic mode, has missing buttons and some cracks. No patient involvement reported.

Manufacturer narrative:
Other text: b3: date of event d4: catalog number, lot number, expiration date, UDI section, g5: 510k number, and h4: manufacture date are unknown, no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
One device was received for investigation. Visual inspection showed that the covers are broken, function switch damaged, bezel around o2 is missing, o2 switch damaged, patient valve damaged and manifold is broken. The device was functionally tested and could duplicate the missing buttons and cracked housing, but could not replicate the automatic mode failure. The most probable root cause is user impact. No further action will be taken as the device will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.